Event description:
The MFR received notification of pending litigation from legal counsel. A dialysis pt reportedly contracted hepatitis c sometime during nine months of treatment at 2 dialysis facilities. During this time frame the legal documents allege that terumo dialyzers were used to treat the involved pt. There is no indication that a specific adverse incident occurred.